Event description:
On (B)(6) 2025, the user reported receiving an alert 38 on the pump. A restart and dry run supply change were completed without issue. The user noted the cartridge has occasionally fallen out overnight. On (B)(6) 2025, the user reported a high glucose of 401 mg/dl lasting under 12 hours, followed by a low of 39 mg/dl, which was treated with ginger ale. The pump alerted for the high and low glucose values. No medical intervention or outside assistance was required.

Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.